Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting an abnormal increase in lead impedance measurements in both chambers with loss of capture. An invasive procedure was performed to analyze the system and the physician elected to explant the ipg. A new device was successfully implanted.